Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit lost power during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.